Event description:
The customer reported to olympus, the digital visual interface (dvi) port was not working on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image due to a faulty patient board, there was dust inside the unit, the receptacle was loose, and the tank socket was rusty. Additionally, minor corrosion on the rear panel, a minor scratch on the top cover and front cover and rust on the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that there was ¿no image from dvi output¿, and this was determined to be due to the faulty patient circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.